Manufacturer narrative:
(B)(4).evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the insert slide clamp alarm, confirming the reported condition. The cause of the insert slide clamp alarm was determined to be a defective slide clamp assembly. The referenced device has been removed from service and the device was exchanged. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented the insert slide clamp alarm. There was no patient involvement reported. No additional information is available.